Event description:
It was reported that the ilet pump intermittently failed to wake using the device wake button, requiring connection to a charger to power on, with no vibration feedback and no reported drops or water exposure. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included remote troubleshooting and user education, including request for a demonstration video and recommendation to call during occurrence for real-time assessment. Investigation of this case revealed an intermittent wake button responsiveness issue consistent with a potential device user interface or power-on control anomaly; the pump subsequently powered on during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evidence during an active failure.